Manufacturer narrative:
This MDR includes the additional information provided from a gfe (received (B)(6) 2023), section b5 has been updated. The returned nrg transseptal needle was analyzed where it was found that the device met its design specification for the distal and proximal hypotubes ods. The device however failed the curve overlay inspection due to manual reshaping of the needle along the curve profile. Inspection of the sideports showed that they are clear of debris and the inspection of the proximal to distal joint appear to be normal. The device's IFU mentions that manual reshaping and/or bending of the needle is not recommended because it could damage the integrity of the needle and cause injury to the patient.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that the tip of the needle got stuck in the sheath and was unable to be removed. The issue occurred at the time when septal puncture was performed. There was no particular damage observed on needle, however it could not be removed from the dilator due to resistance. The sheath that was used was a non-bsc sheath, and they mentioned that the felt resistance while tracking through the accessory device. The needle was then replaced (different device, different model), and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that the tip of the needle got stuck in the sheath and was unable to be removed. The issue occurred at the time when septal puncture was performed. The needle was then replaced (different device, different model), and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.